Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient was successfully explanted due to heart recovery. Upon inspection of the explanted device, the customer observed what appears to be tissue in-growth into the device inflow conduit. The histopathology department confirmed the tissue was viable myocardium. It was later reported that it was likely that some cardiac muscle was removed with the pump. While waiting in the operating room, part of the myocardium in the vicinity of the inflow cannula became adherent to the inner surface. When the biomedical engineer examined the device, it appeared as if tissue ingrowth was adherent to internal wall of inflow cannula. No fibrous tissue to suggest pannus. The patient was not symptomatic while the device was in use.

Manufacturer narrative:
The device was retained by the hospital not available for evaluation. The evaluation of the submitted photos confirmed tissue ingrowth into the inflow conduit; however, it was later reported that histopathology confirmed the ingrowth to be viable myocardium. No device-related issues were reported. Examination of the submitted photos confirmed a white, tissue-like ingrowth near the proximal edge of the textured surface. The origin of this formation could not conclusively be established through this evaluation. It was also communicated that no fibrous tissue was observed to suggest pannus. Evaluation of the submitted photos did not reveal any developed depositions or thrombus formations. Although it was communicated that the inflow conduit ingrowth was found to be viable myocardium, the heartmate3 lvas instructions for use (IFU) lists thromboembolism as a potential risk/adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system and contains information regarding the recommended anticoagulation therapy and inr range. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.